Manufacturer narrative:
Result: the 5max ace was kinked in the strain relief approximately 1.0 cm from the hub, fractured in the proximal shaft approximately 7.0 cm from the hub, and kinked in the distal shaft approximately 13.4 and 17.6 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace was kinked when removed from packaging. Evaluation of the returned device confirmed kinks and revealed a fracture. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging hoop with improper technique, the shaft may kink or fracture due to excess force and bending. The distal shaft kinks may have been caused by attempting to use the already-kinked catheter in the procedure. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found kinked and was not used. The procedure successfully continued using a new 5max ace catheter. The patient expired on (B)(6) 2015 due to an opposite side subarachnoid hemorrhage with rupture of the contralateral side aneurysm.